Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump received with cracked and bleeding lcd glass, cracked end cap, scratched lcd window. Analysis was unable to verify blank display or excessive no delivery alarm due to lcd anomaly. No moisture damage found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, no delivery alarm damage and blank display. The customer's blood glucose reading was 165 mg/dl at the time of the call. The customer stated the insulin pump had blank display. Upon further investigation the customer stated there is fluid under lcd screen. He stated the insulin pump may have fallen off the bed, but only has some minor scratches. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.